Event description:
Customer reports they are concerned over several critically low bicarb values released on blood gases over the last week or so.

Manufacturer narrative:
Customer placed service call. Pco2 sensor was replaced on (B)(6) 2012. Measurement module replaced (B)(6) 2012. Follow up call with customer to check status of instrument after replacement of sensor. Customer reports that instruments working fine and will contact support if needed.